Event description:
Reported as: "10cm band not removed-tubing changed to port-breaks in tubing in different areas" (leak).

Manufacturer narrative:
Taper ii. The access port connector associated with this report remains implanted and will not be returned. Only a part of the tubing will be returned to allergan. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Allergan has not received the tubing parts at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." "Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage." "Care must be taken during band adjustment to avoid puncturing the tubing which connects the access port and band, as this will cause leakage and deflation of the inflatable section."